Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). (R935089101). It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. During procedure, the cativated clotting levels were (act) 262s and heparin was administered. The navitor valve fully deployed. The final implant depth was 6.3mm on the non-coronary cusp (ncc) and 8.4mm on the left coronary cusp (lcc). After the implant, a trace of perivalvular leak (pvl) was noted and a post-implant balloon valvuloplasty (bav) was done. After the tavr, the patient received a permanent pacemaker.

Manufacturer narrative:
An event of paravalvular leak (pvl), and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, causes for the reported heart block could not be conclusively determined. It is possible that procedural conditions or patient condition could contributed to these issues. However, this cannot be confirmed. The reported pvl could not be determined. The reported unexpected medical intervention, and surgical intervention were the results of case-specific circumstances as a post-implant valvuloplasty was performed for the pvl, and the patient was hospitalized for a surgery to implant a permanent pacemaker. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. During procedure, the cativated clotting levels were (act) 262s and heparin was administered. The navitor valve fully deployed. Post procedure, the patient had complete heart block. The final implant depth was 6.3mm on the non-coronary cusp (ncc) and 8.4mm on the left coronary cusp (lcc). After the implant, a trace of perivalvular leak (pvl) was noted and a post-implant balloon valvuloplasty (bav) was done. After the tavr, the patient received a permanent pacemaker. The patient was reported discharged.